Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of the customer performing the advised troubleshooting steps and confirmation of resolution of the device issue. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device the investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device was very dim following a power management (pm) printed circuit board assembly (pcba) replacement. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) that the original pm pcba was reinstalled into the device and the display issue was resolved. The rse advised to try the newer pm pcba in another device to verify that the issue followed the new pm pcba, or to install a different new pm pcba into the device. This investigation is ongoing.